Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2013 and mesh was implanted due to stress urinary incontinence. The patient experienced stress urinary incontinence, bladder cramping, painful difficult urination, painful sexual intercourse, worsening depression which led to cessation of sexual activity, no longer sexually active due to pain, stress urinary incontinence, inability to completely empty bladder, bladder cramping when urinating, interstitial cystitis. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.